Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose of 420 mg/dl. The customer decline to trouble shoot for high blood glucose since they are always high after surgery. The customer complaint states insulin is "squirting out" during the manual prime process. The customer already removed old reservoir and inserted new reservoir. The customer was advised to monitor pump and call back if assistance needed.

Manufacturer narrative:
The correct information has been provided with this report.